Event description:
It was reported that auto mode switch episodes and oversensing were noted on the atrial channel of the pulse generator, noise oversensing was noted on the right atrial lead. The patient was asymptomatic. It was noted that the noise was not reproducible. Programming modifications were performed. The patient¿s condition was stable.